Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test at 4.0 pounds due to faulty force sensor system. The pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer stated that the pump piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen. No beeps were heard. The drive support cap was not damaged. The customer will be sent a replacement pump. The customer will return the pump for analysis.